Manufacturer narrative:
The pump was received with scratched case, partially broken retainer ring, cracked reservoir tube lip, pillowing keypad overlay, and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was cracked at the reservoir thread. The customer's blood glucose level was reported to be 163mg/dl. It was reported that the pump would be replaced and returned for analysis.